Manufacturer narrative:
Phone number removed from grid. Failing electronic submission (B)(6). A follow-up report will be submitted upon completion of the investigation.

Event description:
The customer reported that the unit cannot turn on. There was no adverse patient impact reported.